Event description:
Additional information received indicated that prior to lead extraction, the patient received inappropriate therapies.

Event description:
It was reported that the patient received a patient notifier alert for high hv lead impedance measurements. Patient was asymptomatic. The lead was explanted. Patient is doing well.